Event description:
The product was returned directlyb to the mfg site. The note indicated the product needed to be inspected as the customer thinks it's faulty. There was pt contact but no injury was reported. Additional info was requested. 07/2002 additional info received from the reporting facility. The surgeon reported the catheter was zeroed and placed at 19:30 on 2002. The icp readings were very inconsistent with the CT scan which was performed at 14:00 on 01/2002. The fiber optic was changed at 17:30 on 001/2002. The icp reading was 4 at atmospheric pressure. The catheter was replaced and the second catheter read 8-10 mmhg. The surgeon was aggrevated due to the drift with the use of the camino catheter.